Manufacturer narrative:
Concomitant medical products: 7122, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that he implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). Additionally, it was reported that the patient¿s right atrial (ra) lead exhibited possible intermittent undersensing on stored electrograms (egm). The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensitivity of the atrial lead was adjusted.